Event description:
The user experienced sudden hearing loss with the left ci in early apr-2026. A history of trauma was denied. No swelling or redness was seen. After one month of observation with no improvement in hearing performance, re-implantation was performed on (B)(6).

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.